Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced a blood glucose value of 271 mg/dl after not announcing a sandwich meal, and the agent advised that the glucose would decrease over the next 1 to 2 hours. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no need for medical intervention. Investigation included troubleshooting and education regarding missed meal announcements. Investigation of this case revealed no device malfunction, with user error related to a missed meal announcement identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.